Event description:
Customer reports she began to run a test and saw the reading of 912 and thought it was her reading while using the aviva system. Customer reports reading turned out to be her code number. Customer states she took 9 units of insulin based on this reading and "passed out". Customer states her husband found her "unconscious and had to help her drink orange juice to feel better." No quality controls were run. A request was made for return of the suspect product and a replacement was sent.